Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was not confirmed. It was also reported that the customer was inquiring if the reported device is subject to a recall. Based on the review, this product has been involved in a recall. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient called stating he had a right hip revision done on (B)(6) 2019 due to disassociation. Patient would like to know if his implants were involved in a recall.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a right hip revision done on (B)(6) 2019 due to disassociation. Patient would like to know if his implants were involved in a recall.